Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device moving parts did not move smoothly, had a worn bearing and failed pre-test for check of free movement due to component failure. Corrected data, d10, the date the device was returned to the manufacturer was reported as march 23, 2021 in the initial report and has been updated to march 24, 2021.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. Reporter¿s phone number was not provided. UDI:(B)(4).

Event description:
It was reported from (B)(4) that during an unspecified surgical procedure, it was observed that the saw attachment device became hot and stopped working. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred on the 19th day of an unknown month in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.